Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father of a customer reported via phone call that the insulin pump alarmed failed battery test. The customer does not have the pump to troubleshoot, as the pump is on her child. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised that a new battery cap would be sent. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised to monitor pump.